Event description:
Customer reported he fell in the lake with the insulin pump. Customer's blood glucose was 170 mg/dl. Troubleshooting was performed. Fluids were under the lcd display. The device was not dropped and it doesn't have any cracks. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump functioned properly during the self test and displacement test and all operating currents were normal. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Moisture damage was found on the electronic and motor assemblies.